Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the patient also experienced bilateral ptosis and device migration on the left side. This report is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4), it was noticed b5 in the initial report contained an error: the explantation date was mentioned to be (B)(6) 2021. The correct date of explantation is (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.5 cm. Leak testing was performed in accordance with mentor procedures, and no additional leak sites were detected during the analysis. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 300cc and experienced deflation on the right side post-operatively, which was confirmed via mammogram. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(4) and (B)(4)) on (B)(6) 2021.